Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was experiencing a shortened battery life. It was reported that the issue began one month prior to the date of complaint. The reporter stated that there was no damage to the battery cap or pump, and there was no evidence of moisture within the pump. It was reported that the battery cap was replaced two months prior to the date of complaint. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.